Event description:
A report was received that the patient was experiencing difficulty charging her ipg as the battery was too deep. The patient underwent a pocket revision, and the physician noted there was a blood clot on top of the ipg. The physician flushed the blood clot, and the patient was reportedly doing well following the procedure.